Manufacturer narrative:
There were very minimal details provided when this complaint was reported. Attempts for follow up have netted no details regarding the event. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.

Event description:
On (B)(6) 2021, it was reported that backed out screws were observed during a procedure. There were no responses from the reporter or the facility to follow up attempts requesting further information.